Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion" was not reproduced. A review of event history log revealed multiple upstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation attempted to calibrate the ultrasonic sensor however, it failed. Using a known good processor printed circuit board (pcb) it was able to be successfully calibrated. The reported condition was verified. The cause of the condition was determined to be a failed processor pcb. The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.